Event description:
It was reported via repair work order that both headend siderails were stuck in the down position due to damaged timing links. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.